Manufacturer narrative:
Findings: unit received with operating currents within spec. No unexpected failed battery test alarms noted. Unit passed displacement test and basic occlusion test. However, unable to prime unit during prime/ a33 test due to faulty fsr. (Gold) unit alarmed a21 after battery change due to broken solder joint at c13 I/b. Unit received with no audio on alarms due to broken black wire of the transducer. No a17 alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported that the insulin pump is having multiple battery issues. Customer's blood glucose reading was 280 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.